Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. Analyst commented, lead received with the helix completely retracted.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the hospital due the right ventricular (rv) lead pacing failure. The patient was hospitalized and the rv lead was explanted and replaced. No patient complications have been reported as a result of this event. 2015-09-01, it was further reported that the rv lead pacing failure was due to lead dislodgement.

Event description:
It was reported that the patient presented to the hospital due the right ventricular (rv) lead pacing failure. The patient was hospitalized and the rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: 457453 lead. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.